Manufacturer narrative:
The event was reported to have occurred on an unreported date months ago and within the first part of 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.